Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose. Customer reported their blood glucose declining to 40 mg/dl. Patient has treated with food and glucose tablets. Advised customer to avoid exposure to any strong magnetic fields. Advised customer to revert to backup plan. The insulin pump will not be returned for analysis.